Event description:
During an unspecified pta stenting treatment procedure in the pt's arm, stent deployment difficulties were encountered. The physician stated that he saw no damage to the sentinol biliary 10x79x750 mm stent delivery system upon initial inspection, and proceeded to properly prep the device. When the physician attempted to deploy the stent by pulling back on the deployment sheath inside of the patient's body, he noted that the inner catheter with the market band was moving in conjunction with the outer sheath. He thought that the catheter was unstable, so he removed the entire system as a unit from the patient's body. Another sentinol biliary stent delivery system was used to successfully complete the procedure with no patient complications. Patient status is reported as okay.